Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead explant procedure and was doing well postoperatively. The explanted device components were not returned as they were kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19152469.